Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 5.00 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the sme device. No patient complications were reported.